Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate insulin delivery issue. It was reported that the patient had blood glucose values in the 358mg/dl range for seven days with no symptoms indicated, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.